Event description:
It was reported that the patient¿s liberty select cycler turned off during the patient¿s peritoneal dialysis (pd) treatment. When the cycler was turned back on, it was reported that it had a distorted display. The screen first had black and white vertical lines and then displayed colorful vertical lines. The cycler was securely plugged into the wall outlet and the plug was secure in the back of the cycler. The cycler was rebooted, however the screen continued to be distorted. At that point in time, the technical service representative advised the patient to discontinue use of the cycler and to follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that the patient would perform therapy using an alternate treatment option. Upon follow up, the pdrn confirmed that there were no changes in the patient¿s status and no effect on outcome as it relates to the reported event. The patient did not complete treatment on the day of the event. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the I/o board caused corrosion and thermal decomposition to multiple components on the board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen was distorted with colorful vertical lines. There were visual indications of dried fluid found underneath the heater tray on the top cover (front panel side), in the top cover¿s corner screw hole above the I/o board (front panel side), on the corner of the I/o board (front panel side), and on the base plate adjacent to the front panel during an internal inspection of the cycler. The dried fluid on the I/o board caused corrosion and thermal decomposition to multiple components on the board. A known good I/o board was installed, and the touch screen became operational. Removed functioning I/o board from the cycler at the completion of the investigation. The cycler underwent a mushroom head check and passed. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during the fill phase of their peritoneal dialysis (pd) treatment. The patient attempted to turn the cycler back on and had a distorted display. The screen first had black and white vertical lines, and then displayed colorful vertical lines. The cycler was securely plugged into the wall outlet. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the I/o board caused corrosion and thermal decomposition to multiple components on the board. Additional information was requested, however, to date not provided.